Event description:
The reported stated that the surgeon inserted a aq2003v three piece silicone lens and the trailing haptic tore. The lens was removed without enlarging the incision and another lens was inserted. No suture was required to close the wound. No patient injury. The cause of the lens trailing haptic tearing was due to the lens being mis-loaded.

Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the returned product showed that both lens haptics are torn off. There are two pieces torn from the lens optic and one is missing. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.